Manufacturer narrative:
Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
Pt was implanted with advance sling on (B)(6) 2009. Two days later, he began experiencing symptoms of urinary retention with leaking (specially at night) with urge incontinence requiring him to wear large pads or diapers. These symptoms did improve over the next 2 weeks. By the pt's 6 week post op visit with mild urge incontinence still continuing and requiring the use of small pad. Pt tried kegel exercises, and the doctor prescribed 1/2 to 1 pill per day of an unk medication to help resolve the urge incontinence.